Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, the device¿s bag tore and crack at the junction point when they pulled out the bag. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Specimen pouch was torn along the seam\weld. Tearing occurred midway to the distal tip of specimen pouch. It was found that the condition of the specimen retrieval pouch was indicative of contact with a sharp instrument and application of excessive force. A review of the device history record (DHR) indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur if the specimen retrieval bag contacts a sharp object and subsequently rips under tension. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.